Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autog bc pnk 20ga x 1.16in had a needle retraction failure. The following information was provided by the initial reporter: ed - initiating IV for infusion. 20 ga bd insyte auto guard needle did not retract all the way pm [date redacted]. No known harm to patient.

Manufacturer narrative:
Date of event updated in b tab. Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received four photos for a 20ga x 1.16in. Insyte autoguard bc unit. The photographs displayed the needles fully retracted. A device history record review showed no non-conformance's associated with this issue during the production of this batch. The photos provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause.

Event description:
No additional information.